Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately 10 days post implant, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing in office and on recorded episodes, and under-sensing of two p-waves during an atrial tachycardia/atrial fibrillation (at/af) episode. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.